Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced rapid battery depletion on the first day of ilet use and expressed dissatisfaction with early-use functionality and user interface, including limitations during the training period and concern that training data would not transfer to a replacement pump. Symptoms included hyperglycemia with blood glucose reportedly rising to approximately 250 mg/dl during training following a large meal. Outcomes included user frustration and perceived reduced device usability without medical intervention or hospitalization. Investigation included troubleshooting and education with the user and internal notification for follow-up by a clinical representative. Investigation of this case revealed cause unclear for the reported hyperglycemia during training and a suspected device performance issue related to battery life, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation.